Event description:
It was reported that the IV set/20drop/1c/3re/3q/std/200cm/ll experienced leakage. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: drug leaked from the route.

Manufacturer narrative:
Investigation: when the appearance of the actual product was checked, no abnormalities such as breakage or deformation were found. When airtightness was confirmed, leakage was found at the joint with the downstream tube. After tightening the fittings and confirming the airtightness (the relevant jis standard: 150 kpa, no liquid leakage when pressurized for 15 minutes), no leakage was observed from any part of the series. Since no abnormalities were found in the airtightness of a series of actual products that were securely connected, it was presumed that this event resulted in leakage due to incomplete connections or loose connections. Customers are advised to use the product periodically while checking for any abnormalities such as loose or disconnected connections and leakage of chemicals.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the IV set/20drop/1c/3re/3q/std/200cm/ll experienced leakage. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: drug leaked from the route.